Manufacturer narrative:
This report is submitted on october 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device due to the implant becoming dislodged. There are plans to reimplant the patient with a new device, however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is filed on november 29, 2018. (B)(4).